Manufacturer narrative:
Device analysis: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and found that it lost programming due to all data in an event history log were corrupted. Further investigation of the pump determined that a faulty microprocessor board is the root cause of the issue. Therefore, service will replace the microprocessor board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump lost programming. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.